Event description:
The rep reported the hcp reprogrammed the pump for a concentration change and dose increase but did not perform a bridge bolus. Within a few days the pt became ill, felt nauseated and "passed out." The initial concentration of morphine was 1 mg/ml, the new concentration was 10 mg/ml; the initial daily dose was 1 mg/day, the new daily dose was 1.2 mg/day. Based on the reported programming, the pt would be underdosed. The pt reportedly is doing better. Additional information has been requested from the physician.